Event description:
It was reported that the patient had a sudden loss of stimulation one month prior to the report. The patient continued to have no stimulation sensation, despite the programmer indicating the device was on. The patient only had one group of programs which was currently set at 9.6 v. The patient subsequently had increased baseline pain. There was no accident or incident related to the complaint. The programmer also had the poor communication screen and replaced the programmer batteries. The patient was redirected to their physician.

Manufacturer narrative:
Lead model unk, lot# unk, implanted: (B)(6) 2009, explanted: na. Recharger model 37752, serial# (B)(4). Programmer model 37743, serial# (B)(4).